Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 0.9, lab: 2.6. Patient's therapeutic range unknown; customer did not think patient was taking meds known to possibly cause interference. Customer noted that the patient's coumadin dose may have been increased following the meter inr results.